Event description:
Pt was to receive feeding from an enteral gravity administration set. Pt began the feeding at 65 ml/hr. Staff monitored the apparatus intermittently which appeared to be functioning normally during the first two observations. Sometime after the second observation, the flow regulator became partially disengaged resulting in the feeding being dispensed at a rate higher than prescribed. Pt appears to have aspirated the tube feeding formula. Following the event, the pt developed respiratory distress and was sent back to the hospital. Pt was on a ventilator at that time. Reporter subsequently advised the pt expired. Date and cause of death are not known at this time. One pt involved.

Event description:
New info: the prescribed feeding rate was 65 cc/hr. 960 cc were set up in hte feeding apparatus. The entire amount appears to have been delivered within the span of approx one hr. Pt expired at the acute hosp on 12/28/02. Pt's family advised the cause of death was heart failure.